Event description:
Display/monitor malfunction site biomed claims the touch screen is freezing up. Not on patient.

Manufacturer narrative:
The carefusion field service rep evaluated the device and determined the issue was most likely caused by a malfunctioning front panel. A replacement front panel was installed and tested to repair the device and return it back into service.